Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported approximately six weeks post implant that they have experienced an infection and will be returning to hospital for medical care. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.